Event description:
Medical records and patient fact sheet received. Patient was revised due to dislocation.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records and patient fact sheet received. Patient was revised due to dislocation. Doi: (B)(6) 2008 - dor: (B)(6) 2008 (left hip). The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. A review of provided patient records did not identify a root cause for the report of dislocation. The patient appears to have sustained a significant injury to that left acetabulum and has had multiple surgeries to that area. It is not known to what extent, if any, this was a factor in the problems now experienced. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.